Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated visually and microscopically, and the customer's indicated failure mode for leakage from the septum with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and subjected to simulated use testing. The customer's indicated failure mode for leakage from the septum was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: although the reported defect was confirmed, an absolute root cause for the incident cannot be determined. The affected products could have been subjected to higher temperatures than usual during a record hot summer. CAPA 166486 has been opened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found blood leaking from a bd intima-ii¿ closed IV catheter system after successfully puncturing. There was no report of injury or medical intervention.